Event description:
It was reported that the patient did not follow therapy steps during peritoneal dialysis (pd) therapy. The patient connected to the homechoice before prime. Technical services advised the patient to restart therapy with new supplies and explained to properly prime before connecting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.